Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 20 mg/dl. The treatment used to treat hypoglycemia is unknown. The event involved products mmt-1880l, mmt-381a, and mmt-332a. Troubleshooting was declined by the customer, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer's response was that the device will be returned. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08640 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Low bg anomaly is not confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e the pump history file lists two (2) boluses only and were on 5/9/2025. A review of the pump history file reveals the only date that insulin was delivered is 5/9/2025. Please see below for the two (2) boluses delivered on 5/9/2025: 05/09/2025 15:59:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) 05/09/2025 16:12:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 23000 (2.3 u) bolusamountdelivered: 22500 (2.25 u). Please see below for the daily total of all insulin delivered on 5/9/2025: 05/09/2025 16:12:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 05/09/2025 15:26:05.000. Dailytotalofallinsulindelivered: 33500 (3.35 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 33500 (3.35 u). There were no auto suspend events on the event date, 5/9/2025. There were no user suspend events on the event date, 5/9/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.